Event description:
In 2020 the medical center in japan had an impella cp supporting a patient with atrial fibrillation, that was thought to be the cause of sma thrombosis and other clotting issues systemically. The patient expired due to multi organ failure due to sma thrombosis and predisposition to clotting. Two years later, in 3/2022, the jpvad registry noted injuries that occurred during the time of impella support, being a cva, hemolysis, and lower limb ischemia. None of these were directly attributed to the use of impella with any causal relationship. Later in 5/2022 the jpvad further updated that blood product/rbcs were given for the hemolysis and limb ischemia was treated by bypass.

Manufacturer narrative:
The medical center in japan discarded all product in 2020 at the time of explant. Further clinical details have not been forthcoming. There can be no investigation to root cause. The failure mode will be monitored and trended.

Event description:
Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2022-01463 was provided in sections b2, b5, d6a, d6b, h1, and h6.